Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the product was returned without the original case. The returned device was visually inspected, and the clasp was observed to be broken along with the anchor. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the blue clasp appears broken off along with the anchor. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer's internal reference number is: (B)(4). Additional information: d4: "model#" & "catalog#" corrections: e2: "health professional?" E3: "occupation". E4: "initial reporter also sent report to FDA?". G2: "report source". H6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.

Event description:
Office reported the anchor of the silent nite 3d sleep device broke off. The patient received the appliance on (B)(6) 2024 and reported on (B)(6) 2025 that the anchor snapped off with adjustable band during use, patient was unable to continue using the appliance. No patient harm or injury reported.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Several attempts have been made to provider to obtain additional information without response. If additional information is received, a supplemental report will be submitted. The manufacture internal reference number is (B)(4).